Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689.

Event description:
According to the event description: "while taking care of patient in the ICU, I attempted to administer a bolus of propofol via braun infusion pump in response to the patient becoming increasingly awake and agitated. Although the pump display indicated that the propofol was running correctly, and bolusing appropriately, it was later observed that the drug was not being delivered at the intended rate. The discrepancy resulted in inadequate sedation during the event."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). History inspection: the device history files from on (B)(6) 2025 were investigated. An infusion with varying rates was administered, and a bolus was delivered 99 times. Throughout the infusion process, no abnormalities were observed. Visual inspection: the cover caps on the screw pillars were available. The seal on the lower housing were missing. The device shows age related signs of wear and tear but no visible damage was found. Functional inspection: the device passes the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: 0,52 bar (should be: 0,1-0,7 bar). Pressure stage 9: 1,25 bar (should be: 0,8-1,4 bar). The mechanical pressure cut-off was checked: pmax: 1,90 bar (should be: 1,8-2,5 bar). Pmin: 1,69 bar (should be: >1,5 bar). Safety clamp was checked: pmin: is: 1,74 bar (should be: >1,2 bar). The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -1,79% (accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24). The device matches the required values and standards. All measured values are within our specification. Disassembly: to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. Conclusion: the defect could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.